Manufacturer narrative:
D9, g3, g6, h2, h3, h6, h10 a replacement glidescope spectrum smart cable was provided to the customer and the smart cable that was used during the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and confirmed the reported issue. The smart cable would produce an intermittent image and the hdmi connector showed signs of wear and corrosion. Since the customer had already received a replacement smart cable, the returned smart cable was scrapped. Corrective action is not required at this time, verathon will continue to monitor for trends. The glidescope and gliderite products reprocessing manual states: "use hospital-grade clean air to blow remaining moisture out of the connectors, and then dry the component using hospital-grade clean air." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion in the hdmi connector. Verathon followed up with the customer and restated the importance of blowing out the connectors following the reprocessing of the blades.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during an emergency patient procedure, using a glidescope spectrum smart cable, the image would intermittently go out when the cable was manipulated. There was no delay in the procedure, the doctor was able to complete the procedure using the same glidescope spectrum smart cable by firmly holding the cable still. No harm to the patient or user was reported.